Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a noise issue. The problem was not confirmed during service because the device was not in a condition to be evaluated for noise. Device was used in surgery there were no user or patient injuries. There was no additional information provided.